Event description:
It was reported that customer experienced recurring cartridge alarms during use, which did not occur during cartridge loading. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support but could not successfully resume insulin therapy, so pump replacement was arranged under warranty, customer planned to use multiple daily injections as backup insulin therapy, and customer was instructed on putting pump into storage mode, transferring settings and connecting continuous glucose monitor to replacement pump, and returning problematic pump using prepaid label.